Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. A picture of the device was received. The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e. Biolox-forte kopf 28/-3.5 's' 12/14; ref# (B)(4)) are marketed in USA, and therefore this report was filed. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that on (B)(6) 2016 during surgery after the implantation of a sulox-head 28 's' 12/14 a defect was detected on the device. The defect on the device was detected after the surgeon inserted the implanted into the patient. The product was removed. Another device was used to complete the surgery.

Manufacturer narrative:
DHR review results: sulox-head 28 's' (B)(6) 2014, ref:(B)(4), lot: 2828183 yield: 103, delivered: 103. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Criteria to fulfill a trend are 3 incidents in 1 month or 6 incidents in 6 months for same product number. Compatibility check: the compatibility check could not be performed as only one product was reported to us. The product compatibility check is not relevant for one product only. Review of event description: it was reported that the surgeon noticed a defect right after implantation. He decided therefore to replace the head with another one. Review of received data: one post-operative picture of the head has been received. A small splinter is missing from the head at the level of the taper connection. The head has several metal transfer on the cone, suggesting that it was initially placed on the stem. Devices analysis: visual examination: the laser engraving on the received fractured femoral head reads as follows: 28s/-3.5, (B)(4). The fractured ball head could be clearly identified based on the laser engraving of the serial number and the year of fabrication. The femoral head shows a splinter near the cone entrance. Inspection of the cone surface: the head shows primary metal transfer reflecting the thread structure of the cone, as well as secondary metal transfer. Inspection of the splintered area: the splintered area consists of several chips which broke away from the top-most chamfer. Metal transfer is also visible on the chamfer next to the splintered area. Inspection of the articulating surface: the head shows a line-like area of higher roughness. The origin of these marks is unknown. It is located opposite of the chipped area. Determination of material properties: the density of the head is 3.98 g/cm3. The specified value is > 3.86 g/cm3. Review of product documentation: following data has been reviewed and checked for conformity with specifications: analysis of raw material, sintering protocol, density measurement, measurement of grain size, inspection certificate. All data archived are in conformity with the specifications and may be reviewed upon request. The femoral head was identified based on the fully visible serial number and year of production engraved on the implant. The head seems to be splintered from insertion; as it was not detected after unpackaging. The mark on the articulating surface (located opposite of the chipped area) is an indication for application of high force. Application of high force during impaction on the stem may be the main cause of the damage observed on the head. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).